Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility registered nurse (rn) reported the clamps on the hemodialysis machine door broke off and the machine ate tubing, causing blood loss from patient while on dialysis. Follow-up was made with the rn, who stated was halfway into his 3 hour 45 minutes treatment when the clamps on the t machine door broke off and damaged and snapped the tubing line, causing a blood leak. Per rn it was unknown how the issue occurred and stated the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. Per rn no damage to the machine, tubing line or packaging was observed prior to the event. Per rn the estimated blood loss (ebl) for the patient was approximately 100ml. Per rn the patient¿s hematocrit count was checked after the event and confirmed no patient adverse effect was experienced and no medical intervention was required as a result of these reported event. The patient was able to complete treatment with new supplies on another machine without issue. Per rn confirmed the patient dialyzed 3 times a week. Per rn the bloodline was discarded and the machine remained out of service pending repair from the biomedical engineer.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility registered nurse (rn) reported the clamps on the hemodialysis machine door broke off and the machine ate tubing, causing blood loss from patient while on dialysis. Follow-up was made with the rn, who stated was halfway into his 3 hour 45 minutes treatment when the clamps on the t machine door broke off and damaged and snapped the tubing line, causing a blood leak. Per rn it was unknown how the issue occurred and stated the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. Per rn no damage to the machine, tubing line or packaging was observed prior to the event. Per rn the estimated blood loss (ebl) for the patient was approximately 100ml. Per rn the patient¿s hematocrit count was checked after the event and confirmed no patient adverse effect was experienced and no medical intervention was required as a result of these reported event. The patient was able to complete treatment with new supplies on another machine without issue. Per rn confirmed the patient dialyzed 3 times a week. Per rn the bloodline was discarded and the machine remained out of service pending repair from the biomedical engineer.